Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had interrogation difficulties and was found to have reset, "most likely due to cold weather" prior to implant. Device is still in use. No patient complications reported as a result of this event.